Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection and sepsis could not be conclusively determined. The instructions for use list infection and sepsis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with complaints of fever, weakness and syncope. Cultures were obtained and the patient was administered IV cefepime and vancomycin. A computed tomography of the chest showed a small amount of fluid with air- fluid level anterior to the proximal lvad percutaneous lead (driveline)/ outflow conduit that was possibly an abscess. The patient became hypotensive on (B)(6) 2018 and was transferred to coronary care unit (ccu) for septic shock. The patient received one dose of tobramycin on (B)(6) 2018. Blood cultures came back positive for klebsiella pneumoniae from a peripherally inserted central catheter (PICC) line. The PICC line was removed. The patient was provided IV meropenem and was then switched to zosyn. There was a concern for a chest abscess after reviewing the images from the computed tomography and it was determined that surgical intervention was not an option. Blood cultures were repeated and came back negative. Vancomycin was stopped and patient was switched to minocin. Zosyn was stopped and patient was switched to rocephin. The patient was discharged to home on (B)(6) 2018 with orders to continue rocephin and minocin.